Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high and low blood glucose readings and excessive no delivery alarms from the insulin pump. The customer had high readings up to 500 mg/dl for up to 3 hours. The customer treated with manual injections. The customer had symptoms such as vomiting and nausea. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer also had readings of 200 mg/dl to 300 mg/dl. The customer's current blood glucose reading is 173 mg/dl. The customer was unable to troubleshoot for excessive no delivery and low blood glucose readings.